Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd viper¿ lt system, a triple false positive hpv 16,18,45 patient result was obtained on one position of run. Sample was repeated on a different position and was hpv negative. There was no report of patient impact.